Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. A visual inspection and functional flow rate testing were performed. The device was found to flow within specification. No malfunctions or abnormalities were identified during the evaluation of the device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor flowed slower than expected. This occurred during infusion of fluorouracil. The actual infusion duration was unknown. There was no patient injury or medical intervention associated with this event. No additional information is available.